Event description:
The dentist reported that the unknown abutment screw fractured in two parts. All the parts were removed. Patient did not return for further treatment.

Manufacturer narrative:
Visual inspection of the as received product confirmed that screw had fractured horizontally across the threads. There were also signs of significant wear and discoloration around the shank and the collar of the device. The screw hex had noticeable wear and appeared to be stripped. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.